Event description:
The pt received two percutaneous trial leads (from the same lot) on (B)(6) 2011. It was reported the pt was put on antibiotics for infection prophylaxis. However, it was noted the pt had a tape allergy at the lead insertion site. The physician elected to remove the trial leads. The explanted product has been discarded by the facility. No further pt complications were reported. Further f/u on the pt indicated the pt is doing well.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.